Manufacturer narrative:
Lot # 0724033 was manufactured according to approved procedures and met all specifications for release. There was no reported adverse event associated with the patient. The plastic under the red clamp was cracked. The customer confirmed that the reservoir was removed from its packaging in the emergency room and used directly. The customer therefore did not specifically inspect the product prior to use as per instruction for use.

Event description:
On machine cse-e-fr, s/n (B)(6), operating room: when managing a patient for an ectopic pregnancy (geu), customer used the cell-saver. When the reservoir filled abundantly and they wanted to retransfuse (full reservoir), all the blood started leaking from underneath. As they were handling it, the blood spilled all over the cell-saver device, hands, feet, etc. And they were unable to retransfuse. The plastic under the red clamp was cracked. One incident has been reported for this kind of defect, it is an isolated case. Autologous transfusion performed to compensate. The patient's condition was stable when she left the recovery room. The customer confirmed that the reservoir was removed from its packaging in the emergency room and used directly. The customer therefore did not specifically inspect the material before use as per instruction for use.